Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she had an unexplained low blood glucose and was found unconscious by her husband. Customer was wearing the pump at the time she was found unconscious. Customer's blood glucose reading was 47 mg/dl. Customer declined to troubleshoot and product is not being returned or replaced.